Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and presence of ketones. The customer's blood glucose at the time of admission was 300 mg/dl. The customer stated that she was pregnant at the time of hospitalization. The customer was treated with 3 IV bags. The customer declined troubleshooting on the insulin pump because she had no further issues after changing the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.